Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported his cycler was not draining him properly without any alarms. The patient stated he normally drains approximately 1000-1500 mls per treatment, but had negative ultrafiltration rates at the end of treatment. He stated he had to do manuals after completing treatment on the cycler and ended up draining an additional approximate 2500 mls. Drain 0: 0 ml. Fill 1: 2802ml drain 1: 2428ml. Fill 2: 2802ml drain 2: 2877ml. Fill 3: 2805ml drain 3: 2261ml. Fill 4: 2802ml drain 4: 3250ml. Follow-up with the patient's clinic nurse indicated the patient reported 2500ml was manually drained following treatment using the cycler with a final drain volume of (B)(4) ml. The nurse indicated the patient felt full but did not require any medical intervention as a result of the increased intraperitoneal volume (iipv) incidence. The total reported drain volume of (B)(4) ml was (B)(4) over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in the final drain followed by a manual drain with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. There were no indications of dried fluid within the cassette compartment. There were no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The cycler performed as intended and the received treatment was completed without problems or alarms. The peritoneal dialysis patient's report of the cycler ¿not draining (no alarm)¿ and "¿iipv (dv > 200% of fv)¿ were not reproduced during the simulated treatment. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.